Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial test inr = 1.6; retest inr = 2.3. Time between testing: 1 hour. Therapeutic range: not provided. Multiple fingersticks performed on the same finger.

Manufacturer narrative:
Customer performed multiple fingersticks on the same finger. This may affect normal sample flow and initiate premature clotting. Thus, lead to unexpected inr result. Inratio precision data provided by end-user: date: (B)(6) 2013, ist inr = 1.6, 2nd inr = 2.3, mean = 1.95, sd = 0.49, %cv = 25.4; since %cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing was performed on reported lot 310831 on (B)(6) 2013. Results as follows: a: donor: 224; inratio: 3.5, 3.6, 3.5; reference: 3.24; bias threshold: 2.24 - 3.24; %cv: 1.63. B: 232; 3.9, 3.5, 4.3; 3.76; 2.76 - 4.76; 10.3. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #310831 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.